Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the longevity decreased not as expected since the previous follow up. Consequently, the device was explanted and replaced. At this time, the is no evidence that suggests data analysis was performed to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The product was received for analysis.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the longevity decreased not as expected since the previous follow up. Consequently, the device was explanted and replaced. At this time, the is no evidence that suggests data analysis was performed to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.